Event description:
Intermittent loss of capture was reported. However, there were stable thresholds during all office checks. Save-to-disk data provided no evidence as to reason for episodes of loss of capture. Fluoroscopy showed that the lead was in a good position. The ipg and lead were subsequently explanted and replaced. No patient complications were reported as a result of this event.

Event description:
Intermittent loss of capture was reported. However, there were stable thresholds during all office checks. Save-to-disk data provided no evidence as to reason for episodes of loss of capture. Fluoroscopy showed that the lead was in a good position. The ipg and lead were subsequently explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary: no anomalies found; full lead returned. Evaluation summary for device no anomolies found. Review of the device performance data collected from the device's save-to disk file could not explain reported loss of capture. Intermittent loss of capture was reported. However, there were stable thresholds during all office checks. Save-to-disk data provided no evidence as to reason for episodes of loss of capture. Fluoroscopy showed that the lead was in a good position. The ipg and lead were subsequently explanted and replaced. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed, according to specifications device evaluated and alleged failure could not be duplicated capture, intermittent capture, failure to.